Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issue, per FDA recommendation. The investigation of optical signal issue has been completed. Neither data logs nor product were available for investigation. Clinical details do not suggest any potential causes for the alarm and do not mention any methods of troubleshooting that may have resolved the issue. Due to limited information, the root cause of the optical signal issue could not be determined.

Event description:
The complainant reported the use of an impella 5.5 pump for circulatory support. During support, the pump triggered a placement signal (ps) alarm indicating that the placement signal was not reliable. The nurse inspected the lines and confirmed there were no kinks in the cable. Additionally, the patient was not moving at the time the alarm occurred. An echocardiogram was ordered to verify device position, and the audio for the 'ps not reliable' alarm was disabled. There was no patient harm.

Manufacturer narrative:
Corrections that were made from the initial manufacturer device report number 1220648-2025-31072. B1 adverse event updated. B2 death and death date updated. B5 updated to include death description. H6 updated to include death coding.

Event description:
Additional information care was eventually withdrawn, and the patient expired.